Event description:
The customer contact reported the clave secondary port broke. The tubing set was being used to deliver an unspecified concentration of saline, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the clave secondary port broke. No specific details were provided. The tubing set was replaced and the therapy was resumed. Although there was potential for a leak, no leakages were reported. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the semi-rigid adapter between the clave port and the secondary port of the cassette was partially torn. This was due to the design of the clave port that is directly bonded to the secondary port of the cassette. The lot number of the device that was in use is unk. This report represents all the information known by the reporter upon query by hospira personnel.